Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion and temperature alarms occurred. Customer changed pump supplies multiple times to resolve the issue. Customer's blood glucose (bg) was 301 mg/dl. Correction boluses were delivered and insulin pen was used to address bg. As bg did not lower, customer's parents took customer to the hospital; however, no treatment was provided. Parents reported pump was functioning as expected and there was nothing "wrong with the pump". Reportedly, customer was using off labeled insulin (lispro) in the pump cartridge.